Event description:
It was reported that the ventilator shut down multiple times with an audible alarm and reset displayed. The ventilator was not connected to a patient when the reported problem occurred.